Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having shortness of breath. Upon review of the log files, technical services noted that the pump set speed was decreased on (B)(6) 2020. There is an event in the log file that showed a number of com fault flags. It was recommended that the patient's controller and modular be replaced. The patient's controller and modular cable were replaced and the events resolved. The patient's controller is reported under MFR # (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable did not reveal a device related issue. The modular cable was returned in used condition and showed no evidence of damage. The controller connector and inline connector appeared unremarkable. The cable passed manufacturing test procedure and was determined to function as intended. Dissection of the cable and visual inspection of the wires found no evidence of damage or wear. The cause of the reported event could not be determined based on the evaluation of the modular cable. No issues were reported specific to the modular cable. Heartmate 3 instructions for use contains information on use, exchanging, and caring for the modular cable. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. No further information was provided. The manufacturer is closing the file on this event.